Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of bleeding could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be determined. It was communicated by the account that the patient experienced bleeding that started on (B)(6)2021. The patient sustained a mechanical fall on (B)(6)2021. The patient was admitted on (B)(6)2021 with pain in the left hip, femur and running down the back of the leg. The patient was unable to bear weight or walk. On (B)(6)2021, the patient had a computed tomography (CT) of left hip which did not reveal a fracture or dislocation, but did reveal a diffuse hematoma and swelling of the left gluteus maximus, medius, tensor fascia lata, and adductor muscles. It was reported that the patient experienced vertigo on (B)(6)2021 and an antihistamine was trialed, but was discontinued on (B)(6)2021. On (b)(B)(6)2021, the patient had an unwitnessed fall out of bed. The patient was asymptomatic, and denied pain in the head, neck, or pelvis. On (B)(6)2021, the patient had a change in mental status and confusion with a positive urinalysis with many white blood cells. Urine and blood cultures were requested along with an infectious disease (ID) consult. The ID consult found the patient to have normal mental status and answering questions appropriately. It was recommended to start a 7-day course of antibiotics. Urine cultures were positive. Antibiotic treatment was completed and discontinued on (B)(6)2021. The patient was discharged on (B)(6)2021 to a skilled nursing inpatient facility with no further mention of vertigo. The patient remains ongoing on heartmate 3 left ventricular assist system support, serial number (B)(6). The relevant sections of the device history records for (B)(6) (documents 54373892, 54296816, 54326283, 54397305, and 54449225) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and infection (driveline, localized, and pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding that started on (B)(6) 2021. The patient sustained a mechanical fall on (B)(6) 2021. The patient was admitted on (B)(6) 2021 with pain in his left hip, femur and running down the back of his leg. The patient was unable to bear weight and ambulate. On (B)(6) 2021, the patient had a CT of left hip which did not reveal a fracture or dislocation but did reveal a diffuse hematoma and swelling of the left gluteus maximus, medius, tensor fascia lata, and adductor muscles. It was reported that the patient stated he was experiencing vertigo on (B)(6) 2021 and to trial meclizine but was discontinued on (B)(6) 2021. On (B)(6) 2021 the patient had an unwitnessed fall/roll out of bed. Patient was asymptomatic, denies pain in head, neck, or pelvic pain. Patient is unclear how he ended up on floor. Vital signs and vad numbers were obtained, neurology assessment was completed, three small abrasions were found on left arm cleansed and dressed with bandaids. The patient was assisted back to bed then to stretcher awaiting CT scan. A head CT was done on (B)(6) 2021 that showed no intracranial hyper-attenuating hemorrhagic collection, no significant interval change, and no fracture line or aggressive lytic bone lesion. On (B)(6) 2021, the patient had a change in mental status and confusion with a positive urinalysis with many white blood cells. Urine and blood cultures were requested along with an infectious disease (ID) consult. The ID consult found the patient to have normal mental status and answering questions appropriately but the primary team confirmed his history is unreliable. It was recommended to start a 7-day course of antibiotics daptomycin (450 mg intravenously once a day) to see if his mental status improves. Urine culture grew enterococcus faecium. Antibiotics were changed to oral linezolid through (B)(6) 2021. Patient progress notes treatment was completed and linezolid was discontinued on (B)(6) 2021. The patient was discharged on (B)(6) 2021 to a skilled nursing inpatient facility with no further mention of vertigo.